Event description:
During initial testing at the mfg site, the display did not match the rotary control knob position. When the control knob was placed on the "set vtbi" position, the device display indicated the "set rate" position.

Manufacturer narrative:
The device was received. Investigation is not complete. The control knob position not matching the display screen event that the device is being reported for was noted during mfg testing; therefore, user facility event codes are not applicable in this case.